Event description:
It was reported that the device had a blank screen. It was also observed that the device would consistently lock-up on power on. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the intermittent reported failure. Physio re-loaded the device's software, and then observed proper device operation through functional and performance testing. The device was retuned to the customer for use.